Event description:
Information was received indicating that a smiths medical pump was presenting with error code 41541. There was no reported patient harm.

Event description:
Oracle ro (B)(6): err code 41541 reported. Additional information received on 3-jun-2020: no patient harm. Device analysis completed and summarized in h-10.